Event description:
At 9:34 am, the probe was placed. At 9:53am, ph reading not showing on monitor. Procedure was an upper gastrointestional endoscopy with brave ph monitor placement. Unit was calibrated & functioning prior to placement of bravo capsule.